Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) failed. A field service engineer (fse) guided the escort through recovery steps and confirmed that the issue was resolved. The fse performed a preventive inspection and calibration and verified proper hardware functionality of the unit. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager failed. The customer attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.